Event description:
It was reported that on (B)(6) 2014 the pulse generator could not be interrogated. It was also noted that two months prior, the patient had presented to the emergency room with shortness of breath and interrogation of the device was unsuccessful at that time also. The device was explanted and replaced on (B)(6) 2014.